Event description:
It was reported that the device was at eri (elective replacement indicator) and the patient complained of shocking sensations at the site and down her arm. This lasted a few hours and then ceased. The device was scheduled for replacement due to eri and was replaced. Patient status at the time of this report was alive with no injury. Patient symptoms or complications associated with this event were electrical sensation at the chest and down the arm.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v962478, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v962478, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v962478, implanted: (B)(6) 2012, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Analysis of the implantable neurostimulator found battery was at normal end of life and telemetry/output were okay. Device functioned properly and had reached elective replacement indicator at 17.2 months.